Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) exhibited high capture thresholds. During repositioning, the helix on the lp was sprung. A different lp was used to complete the procedure. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported events of stretched helix and high capture thresholds were not confirmed. The leadless pacemaker was returned for analysis. Visual inspection noted outer helix length was within specifications. Further analysis was performed, and the device exhibited normal device characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.